Event description:
It was reported that a spectrum pump turned off during programming/set up. The event occurred in the internal medicine department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device turned off. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corroded battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.